Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1102 "primary alarm failed" alarm error intermittently occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1102 "primary alarm failed" alarm error intermittently occurred. An authorized service provider (asp) engineer was dispatched onsite to evaluate and repair the device. Upon arrival, the asp engineer performed a visual inspection of the device and confirmed the reported issue after discovering a speaker failure. The investigation is ongoing.

Manufacturer narrative:
Upon further investigation, the following has been reported the issue occurred outside of clinical use, but at pre-operational self-test (post) which is not reportable as issue is not likely to cause or contribute to death or serious injury if it were to recur. Therefore, this complaint no longer meets reportability requirements.